Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the tubing. The leak was observed after compounding in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag" to " two (2) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags". H4: the lot was manufactured august 19, 2022 to august 20, 2022. H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which observed a leak at the spike port bonding area of both bags.the reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured 05-21-2022 to 05-22-2022. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected which showed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.